Event description:
This complaint is from literature source:1 patient had pericarditis. Multiple attempts have been made to obtain additional information, however it's still unknown if the patient underwent additional medical intervention or prolong hospitalization. We are taking a conservative approach therefore this adverse event is determined to be MDR reportable.article title: ¿complications of catheter ablation of ventricular tachycardia: a single center experience.¿the goal of this study was to analyze the incidence and predictors of major complications of vt ablation procedures in a high-volume, expert center. The study included all consecutive vt catheter ablation procedures performed between august 2006 and december 2012.from the report there were: 2 patients had cardiac tamponade which required pericardiocentesis, and patients recovered without sequelae. Cardiac perforation were related to mapping or ablation within the rv.one patient had hemopericardium and was treated conservatively. Cardiac perforation were related to mapping or ablation within the rv.two patients presented with cerebrovascular accidents during lv mapping before ablation, related presumably either to unrecognized lv thrombus or dislodgement of atherosclerotic plaques in the aorta.one patient had transient ischemic attack 5 days after the ablation.one patient had intra-procedural transient ischemic attack after ¿steam pop¿ whining lv. One patient had major systemic embolization to the lower extremity occurred the day after the procedure.seven patients had heart block av 3 degree. In two patients, av block was intentionally created during repeat procedures as the recurrent vts originated from the vicinity of the proximal part of left bundle branch.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 4 mm celsius catheter (model# unknown lot# unknown). Carto (model# unknown serial# unknown). Acunav (model# unknown lot# unknown). Ensite navx (st jude medical, st paul, mn). (B)(4): total of 17 death events were reported in this article within 30 days post-procedure. (5 patients out of 17 died within 7 days after the procedure. These 5 death events will be reported separately). - 2 patients out of 17 died within 7 days after the procedure due to progression of heart failure with intractable vts. - 2 patients out of 17 died within 7 days after the procedure due to recurrence of myocardial infarction with known multi-vessel coronary disease not suitable to revascularization. - 1 patient out of 17 died within 7 days after the procedure due to perforation of temporary pacing lead inserted two days after ablation. - 2 patient had cardiac arrest during the procedure and required CPR - 14 patient had femoral pseudoaneurysm. - 5 patients had femoral atrio-venous fistula - 3 patients had groin hematoma, which required surgical intervention - 4 patients had groin hematoma, where 3 patients required transfusion and one patient was treated conservatively.